Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device as returned and primary analysis revealed no anomalies found. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism and there was apparent explant damage.

Event description:
It was reported that the physician replaced the entire system commenting that the system was not working. The device and right ventricular lead had sensing difficulty and a sudden onset of no capture during the night following the implant. Both the device and lead were explanted and replaced. No patient complications have been reported as a result of this event.